Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirmed the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The grips clip test was performed an passed. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, when the surgeon tried to engage the clipper to clip the end, it would just drop down. He tried numerous times with the same results. He then tried to reinstall the arm and the system would not accept this clipper or a new one. The surgeon elected to convert to an open procedure. The procedure was converted to open surgery with no reported injury. The clinical sales representative (csr) checked the instrument and could not find anything wrong with it. The instruments were tested on (B)(6) 2020 and worked as expected. Intuitive surgical inc. (Isi) followed up with the site robotics coordinator and a nurse who provided the following information: the instrument was inspected prior to use and there was no damage. The cannula was inspected prior to use and there was no issue with the cannula. The instrument tips did not collide with any other instrument or tool during procedure. The instrument was not removed at any time before the reported issues occurred. The clip applier was in use for 15 minutes in the procedure when they had the issue. The clip applier was not grabbing the tissue. They tried a new clip applier, that also did not work. They were not sure if the issue was with the instrument or the arm. So they reseated, at that point the system did not accept this clip applier or a new one. They did not contact isi technical support to trouble shoot. The surgeon elected to convert the procedure to an open surgery. There was no patient injury. Later they showed the clip applier and the procedure video to the clinical sales representative (csr) and he did not see anything unusual about the instrument. The csr was not present during the procedure. They tried the instrument during another procedure on (B)(6) 2020 and the instrument worked. The clip applier is being returned. No video recording was provided.